Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported multiple issues with the device. There was no patient involvement reported.

Event description:
The customer reported multiple issues with the device. Further information was provided that the device had behavior associated with etco2 being calibrated to the wrong altitude. There was no adverse patient impact reported.